Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. No other information available. Another device was used to complete the procedure. There was no adverse consequence to the patient. Additional information was requested and the following was received: after the sixth clip the clips were jamming and dropping from the device.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the device found that it was received with a malformed clip jammed in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon evaluation, the device was noted to be empty and the lockout mechanism was broken as it was fired through. However, it could not be determined what may have caused the found malformed clip. A batch record review was performed and no anomalies were found during the manufacturing process.